Event description:
Information was received from a company representative regarding a patient receiving morphine 25mg/ml, dose not reported, via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient was scheduled for normal eos (end of service) pump replacement but upon reading the pump, it showed reset and minimum rate. The reporter read the logs and it showed a reset and reset low battery back on (B)(6) 2016. There were no patient symptoms reported. Per the reporter no troubleshooting was done as the patient was being wheeled back to or (operating room) for the pump replacement. The cause of the reset low battery was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.